Manufacturer narrative:
This supplemental is being filed to update a component code following the completion of a device investigation.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: sensor / failure to calibrate or used out of calibration there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 1 malfunction events(s), where it was reported the devices experienced clinician not alerted/aware of possible patient fall condition. No adverse consequence or clinically relevant delay in treatment was reported.